Event description:
After implantation of a glaucoma filtration device, a patient experienced increased iop which persisted for approximately one week event though the surgeon lysed one suture on postoperative day four and one suture postoperative day five. One week after shunt implantation, the surgeon attempted to inject bss into the shunt and concluded it was clogged. The shunt was removed that day and a trabeculectomy was performed.

Manufacturer narrative:
Evaluation summary: no sample was returned; therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Add'l info has been requested. (B)(4).